Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable igg antibodies to toxoplasma gondii (toxo igg) results for two samples from one patient. On (B)(6) 2016, the result from cobas e411 serial number (B)(4) was 53.4 iu/ml (reactive). The physician decided to do avidity in another laboratory and the result on an abbott system was 1.10 iu/ml (non-reactive). The customer received a complaint from the patient and decided to repeat testing. On (B)(6) 2016, the result from the cobas e411 was 56.09 iu/ml (reactive). The sample was sent another laboratory and the result from a second cobas e411 analyzer was 52.65 iu/ml. The sample was also tested on a vidas analyzer and the result was 4.00 iu/ml (indeterminate). The erroneous results were reported to the physician and the patient. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and was found to be reactive with two different reagent lots of elecsys toxo igg reagent. These results were confirmed by an in-house neutralization assay and with a second independent method (recomline blot). Based on these results, it was determined the reagent performed within specification and the elecsys toxo igg result was correct as reactive. Based on the data, a fresh infection for the patient was unlikely and a remote state of infection was assumed. If the clinical status of the patient was of utmost importance, another consecutive sample should be assessed.